Event description:
It was reported that patient faced an event where patient did not have sufficient subcutaneous tissue where set is inserted leading high blood glucose of 310mg/dl and treated with pen on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.